Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced a blank display a day or two after the battery was changed. Customer's blood glucose level was 69 mg/dl. After troubleshooting, customer was advised that the battery cap will be replaced. Customer was advised if the display did not return, revert to a back-up plan per health care professionals' instructions. Customer will not be returning the device for analysis.